Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient care giver feels the left sided rc ins is depleting at a faster rate than in the past. Environmental/external/patient factors that may have led or contributed to the include care giver non-compliance, or change in patient stimulation settings. Diagnostics/troubleshooting include helping them decipher icons on recharger. Care giver will charge rc's too 100 percent this week for observation. It is unknown if the issue is resolved. They will reassess the depletion rate later this week. No symptoms reported.